Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was resistance in the insertion tube. In addition, evaluation found there was no air/water flow due to a clogged air/water channel, the instrument channel leaked due to a tear mark in the channel, angulation was reduced, the control knob had excessive play, the distal end cover was dented and the light guide lens was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that there was resistance in the insertion tube of the evis exera iii colonovideoscope when inserting the biopsy forceps. The customer noted that there was black residue coming from the distal end. The issue occurred when preparing the scope for use in a diagnostic procedure. There was no reported patient harm or impact due to this event.

Event description:
The customer provided a correction to the previously reported event description, stating that there was no black residue coming from the distal end.

Manufacturer narrative:
Updated: g2, h4, h6, h10. Corrected: b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer did not report that foreign matter/ black residue was coming from the distal end, and the investigation did not find any black residue. Therefore, the cause of the event could not be identified. Olympus will continue to monitor field performance for this device.